Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the station. The customer verified that one of our service personnel, who assisted with the implantation, had called in regarding some issues. After addressing these concerns, the device was restarted and subsequently operated correctly. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the bd pyxis medstation system the user was unable to access the station, which displayed a non-login screen with an orange window-like icon located in the top right corner. This incident resulted in delays in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.